Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email by a clinical representative that the customer reported that they received emergency medical assistance due to severe low blood glucose with unknown blood glucose levels at the time of the incident. The customer bolused twice as they were trying to lower their blood glucose, then went to bed. The reporting party did not mention how the customer was treated. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.